Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/24420155. This report will be amended when our investigation is complete.

Event description:
It was reported that the patient experienced an open debridement and intravenous antibiotics for six weeks due to infection. There was no recurrence of infection in the knee.